Event description:
It was reported that stent damage occurred. After a guide catheter was advanced in the lesion, a 32 x 2.25mm rebel stent was advanced; however, resistance was encountered during advancing and it was noted that the stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. After a guide catheter was advanced in the lesion, a 32 x 2.25mm rebel stent was advanced; however, resistance was encountered during advancing and it was noted that the stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.